Event description:
I have been diagnosed with a total of 4 autoimmune disorders: raynauds, fibromyalgia, sjogrens and behcet's. I have nodules in my lungs, arthritis and constant pain in my breasts. FDA safety report ID # (B)(4).